Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the insulin pump was in his pocket, which was tight, and he was sitting down. Blood glucose level at the time of the incident was 211 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time